Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a post implant interrogation, three device resets were exhibited and the device consequently in safety mode. Technical services (ts) was called to provide guidance regarding the operation of this unexpected programing operation. Ts stated that once in safety mode, the device would need to be explanted and replaced. No additional adverse events were reported and replacement later that same day was confirmed. The explanted device was returned for analysis. Another device of same model type was implanted without further complications.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a post implant interrogation, three device resets were exhibited and the device consequently in safety mode. Technical services (ts) was called to provide guidance regarding the operation of this unexpected programing operation. Ts stated that once in safety mode, the device would need to be explanted and replaced. No additional adverse events were reported and replacement later that same day was confirmed. The explanted device will be returned for analysis. Another device of same model type was implanted without further complications.